Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during prime after clearing the motor error alarm. Customer's blood glucose was 362 mg/dl. Customer treated his high blood glucose with insulin shot. During troubleshooting, customer was assisted in performing rewind, the device was able to rewind. Found multiple motor error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.